Event description:
The generator booted up to a black screen accompanied by an audible tone during the procedure. It was also noted that the port led indicators were flashing continuously. The procedure was cancelled and rescheduled at a later date.

Manufacturer narrative:
One 4 lesion nt2000¿ rf generator was received for analysis. When the generator was powered on, a loud audible tone along with a communication error "controller not responding or incompatible" was observed during bootup which confirmed the reported event. Upon further investigation, the issue was isolated to a corrupted firmware on the stimulation board. The firmware was reloaded successfully which resolved the issue on the next power cycle. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated to corrupted firmware on the stimulation board.